Manufacturer narrative:
(B)(4). Batch # p58m84. Device evaluation: the analysis found that one long60a device was returned with no apparent damage and with seven ecr60d cartridges reloads present. The cartridge (b and d) were received fully fired. The cartridge (c) was received fully fired with the cartridge deck damaged. The cartridge (e) was received unfired. The cartridges (f, g and h) were received sterile. The device was tested for functionality in the articulated position with the returned cartridges reloads (e, f, g and h) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device partially fire (start to deploy staples and cut but could not be completed)? The staple was 2 x slid into each other with the ecr60d, the correction was done with ecr60g. What was the appearance of the staples? (B-formation, irregular, legs straight)? No further additional information available . Is the current patient status known? The patient was discharged without complications was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No seven ecr60d reloads (lot r4070w) have been reported, however, two ecr60d reloads were mentioned in the event. Did the same event occur with all seven reloads? At two ecrd, the issue occurred as described, three more were already on the table and two still sterile in packaging. Due to the incidents, all 7 magazines of this batch submitted for review.

Event description:
It was reported that during an unknown surgery, after triggering the stapler with the gold reload, the tissue has been pushed into each other. After the issue they exchanged the stapler. With the second stapler and a green reload the seam was corrected. After this the operator changed again to a gold reload and again the tissue has been pushed into each other and has to be corrected. After this the operator has only used the green reload. The finally leak test was not noticeable. The complete staple line was additionally sewn over. Until now is no harm to the patient reported.

Manufacturer narrative:
(B)(4). Five photos were provided. The pictures show a staple line with bleeding, the tissues can be seen pushed into each other with several staples. One possible cause for this type of damage to the tissue is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly and or can cause damage to the knife and cartridge. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Based on the photo alone the event describe is cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.